Manufacturer narrative:
Date of event is estimated. The device implanted in (B)(6) 2012. Exact date unknown. Device implant date was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted and replaced with a new system. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned with a kink in the lead body where all the internal wires were broken and separated. This would have caused the high impedance observed in the field and contributed to the patient¿s loss of therapy. There was also a cam impression on the lead body consistent with the use of a swift-lock anchor. As the high impedance was observed prior to the revision, the cause of the broken wires is consistent with an overstress condition or a sudden event the lead was subjected to while in vivo.